Manufacturer narrative:
The customer reported two lot # because the physician was unable to determine the corresponding lot for the broken guidewire, hence reported two lot numbers. Second lot# b42227.

Event description:
It was reported that the guidewire could not be advanced through the balloon catheter. Under fluoroscopy the physician confirmed that the guidewire had broke inside the occlusion balloon and it "stayed stuck inside the balloon." There were no reported clinical consequence to the patient due to this event.

Manufacturer narrative:
Two lot #s were reported because the physician was unable to determine the corresponding lot # for the broken guidewire. The device history record (DHR) review for each of the reported lot #s (b43825 and b42227) confirmed that the devices met all material, assembly and performance specifications. The guidewire was returned along with a balloon catheter and the torque device. Visual inspection revealed that the guidewire was fractured at the distal section, the fracture surface looked like a torsion ductile overload fracture surface. The guidewire was bent at several locations along its length. The guidewire polytetrafluoroethylene (ptfe) coating was compressed and scrapped off near the torque device location. Additional information indicated that according to the physician; the fracturec likely occurred due to the anatomy¿s extreme tortuosity. Based on the device analysis and information currently available it is most likely that due to procedural factors excessive force was applied to torque and push the guidewire through, causing the reported and observed damages. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that the guidewire could not be advanced through the balloon catheter. Under fluoroscopy the physician confirmed that the guidewrie had broke inside the occlusion balloon and it "stayed stuck inside the balloon." There were no reported clinical consequence to the patient due to this event.